Manufacturer narrative:
(B)(4) follow up it was reported that a 3 ml syringe split during preparation. To support the investigation, two photographs of a 3 ml luer-lok syringe were provided for evaluation by the quality team. The images show different angles of a fully assembled syringe with a significant crack on the barrel, specifically in the area without scale markings. Although the crack is not clearly visible in the photographs, its presence is indicated by multiple bubbles originating from that section of the syringe. This condition is non-conforming to product specifications and appears to be related to the assembly process. Because the lot number was reported as ¿unknown,¿ the defective rate cannot be determined. A batch number is required to assess whether corrective actions are necessary. Based on the information currently available, no corrective actions will be implemented.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c barrel cracked. The following information was provided by the initial reporter: code: seringe 3 piece luer lock 03ml reference : 309658 batch number : nr expiry date : nr medical device kept : no number of product concerned : 1 date of event : 25/09/2025 place of event : pharmacy (cytotoxic reconstitution unit) ansm declaration: no description of the event : the 3 ml syringe which punctured/split during the preparation of vidaza (in the isolator). The cytotoxic agent had to be discarded, the preparation redone and the isolator cleaned. Consequence: loss of the vial of vidaza, loss of time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.